Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer also report that they were getting a motor error alarm and no delivery alarms. Customer also states the drive support cap appears normal. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.